Event description:
Right femoral artery laceration status post percutaneous coronary intervention. Perclose device was used to close the right femoral artery. The device failed to close adequately, the femoral artery tore and the patient went to surgery for repair.